Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented with acute pain in the lower chest cavity. Lead dislodgement and non-capture were observed. The lead was repositioned and the patient is in good condition.